Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a bd insyte¿ autoguard¿ bc shielded IV catheter after performing venipuncture. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: received a 20ga iag bc unit inside an open package rom lot number 7349907, all components were present. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Visual/microscopic examination: traces of patient residue (blood) was observed throughout the unit. A cut was observed on the catheter tubing at about 4mm from the nose of the adapter water-leak test: using a lab supplied male slip luer test fitting performed a water/air leak test. The test failed; leakage was observed at the cut/tear in the tubing. Investigation conclusion: a definite root cause for this defect could not be determined. The failure could potentially happen on zone 1 from a bent swage pin at the flare station or by a tipping mandrel.

Event description:
It was reported that blood leaked from a bd insyte¿ autoguard¿ bc shielded IV catheter after performing venipuncture. There was no report of exposure, serious injury or medical intervention.